Manufacturer narrative:
Plant investigation: samples and photographs were provided to the manufacturer for evaluation. The thermal damage was visually confirmed. The motor protection switch and wiring were still functional despite the sustained thermal damage. The complaint investigation determined that the likely cause of the thermal damage was poor electrical contact at the motor protection switch. This is a known failure. Corrective actions have been defined and implemented for this known failure. A design change for a new wiring and main switch design is developed but not released for the us market. The new design should prevent such heat damage as reported within this complaint. In this instance the switch and connected wiring were replaced to resolve the reported issue. It is recommended, if not already done, to replace the motor protection switch and black connection wires against the improved design in stage 1 and stage 2.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the aquabplus reverse osmosis (ro) system sustained thermal damage. The motor protection switch and cable connection to the power contactor were found to be charred. The reported issue was discovered during a machine repair. The ro system initially experienced an issue powering on. The circuit breaker providing power to the power distribution center had tripped. The breaker was reset to resolve the initial issue,. However warranty repair of the identified thermal damage was requested. A fresenius field service technician (fst) came onsite and replaced the affected switch as well as the cable connections from the motor protection switch to the contactor in stages 1 and 2. The ro system passed the t1 test without issue. There was no patient involvement nor reported personal harm to any individuals as a result of the reported issue. The samples were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the aquabplus reverse osmosis (ro) system sustained thermal damage. The motor protection switch and cable connection to the power contactor were found to be charred. The reported issue was discovered during a machine repair. The ro system initially experienced an issue powering on. The circuit breaker providing power to the power distribution center had tripped. The breaker was reset to resolve the initial issue,. However warranty repair of the identified thermal damage was requested. A fresenius field service technician (fst) came onsite and replaced the affected switch as well as the cable connections from the motor protection switch to the contactor in stages 1 and 2. The ro system passed the t1 test without issue. There was no patient involvement nor reported personal harm to any individuals as a result of the reported issue. The samples were returned to the manufacturer for physical evaluation.